Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had the system for about a month and then it was explanted on (B)(6) 2019 due to a staph infection. The patient explained that she knew on (B)(6) that something was wrong as she started having a high fever and tenderness. The patient went to the hospital on (B)(6) and showed them there was fluid around the implant and was given medication. On (B)(6) she went back to the ER because she couldn¿t even find the implant anymore it was so swollen and she was told to go to her healthcare provider the next day. That night it started leaking fluids and the next morning she went to her healthcare provider and was admitted to the hospital. The whole system was explanted on (B)(6) . The indication for use was non-malignant pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the infection was that the patient had a reaction from the surgical soap. The patient said they were still on medication which included a PICC line plus oral medications. No further complications were reported.